Event description:
It was reported that the device display shows over pressurization.

Manufacturer narrative:
The reported over pressure failure mode was confirmed on the returned device. Visual inspection revealed physical damage on the hpu and at the bottom of the chassis. This is a regular pneumosure but the xl version such as bariatric and vessel harvest was activated. The settings on the high flow mode was 12 mmhg and the set flow was at 3 l/min. Overpressure will be displayed since the set flow was at 3 l/m. Functional test were performed and it failed on the hpu. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device display shows over pressurization.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.